Event description:
It was reported that underwent a hip revision approximately 1-month post implantation due to infection. During the procedure, the cup became loose when attempting to remove liner. The cup, liner, head, and bearing were revised. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4) d10: g7 dual mobility liner 40mm d item: 110024462 lot: 67741587. 28mm dia cocr mod hd -6mm nk item: 163660 lot: 66759437. 28mm i.d. 40mm o.d. Size d bearing item: 110031010 lot: 67327315. G2: foreign ¿ australia . The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.